Event description:
It was reported that; broken escalate plate. Plate broke in situ, trying to expand. Used new plate to replace broken plate.

Manufacturer narrative:
Method: device not returned;results: manufacturing files could not be reviewed because no parts or lot numbers were provided. Conclusion: the cause is not determined due to the device not returned.

Event description:
It was reported that; broken escalate plate. Plate broke in situ, trying to expand. Used new plate to replace broken plate.